Manufacturer narrative:
Exact date unknown, event occurred in 2015. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 16891095.

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility.